Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no button error alarm during testing. The unit had intermittent button response due to corroded express bolus, esc and act button on keypad traces. The unit had minor scratches on the lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.